Event description:
A nurse at the user facility reports that an intraocular lens (iol) was damaged in the cartridge of the iol delivery system. There was no patient impact/injury associated with this event. The nurse reported the event occurred when the surgeon was learning how to use the delivery system and the haptic was not positioned correctly.